Manufacturer narrative:
Device evaluation summary: the reported issue that the battery could not be charged was verified during preliminary analysis. The service technician observed a black screen after power on and that the instrument did not boot up normally. There was no output to the power supply and the base unit's display was black. The issue will be resolved by replacing the power supply 28v and the assy,display,vacuum florescent. Batteries were replaced as they were in use for more than four years, as part of preventive maintenance. Preventive maintenance was performed per specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of a bio-console 560 instrument, it was reported that the battery could not be charged. The use of the instrument was unspecified. There was no adverse patient effect associated with this event.

Manufacturer narrative:
B.5.medtronic received additional information that the instrument was replaced.there was a battery charge failure.the battery had been installed more than 4 years.the battery power was required while transporting the patient.a hand crank was not required. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.